Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough lead analysis was performed. The guidewire's coating was torn and bunched up inside the lead's conductor coils windings, causing it to become stuck near the tip of the lead. With force, the lead conductor coils were stretched and the tip insulation tore at the proximal end of the tip cathode ring. There was a 13mm separation between the tip and the insulation. The conductor coils are stretched from the tip to 60mm from the tip most likely do to the force applied to the guidewire to try and free it. Due to the guidewire and lead condition, the technician was unable to separate the guidewire from the lead.

Manufacturer narrative:
This lead was not successfully implanted. Pending the return and completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
This lead was returned. Pending the completion of lab analysis, this section will be updated appropriately.

Event description:
Boston scientific crm received information that this left ventricular lead would not pass through the target vessel. When attempting to remove the guidewire and the lead, the distal end of the lead broke off. A fluoroscopy confirmed that the fractured piece of the lead was in the patient's lung. When the lead was removed, the tip of the lead was stretched and the insulation was separated from the lead. It was also noted that the black coating of the guidewire was coming off.